Event description:
It was reported that inadequate capture was noted on the left ventricular (lv) lead due to dislodgement of the lv lead. The dislodgement of the lv lead was suspected to be due to the anatomy of the patient. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.